Event description:
It was reported that there is reasonable evidence that suggests that this lead was unable to be successfully implanted due to the first position it was exhibiting poor numbers, after multiples times the helix was unable to be extended without jumping which caused the lead to move during extension and miss the tissue. New lead was requested. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Lead resistances measured normal indicating conductors are intact. The helix and difficult to position allegations were confirmed based on the field report and the finding of dried blood in the helix housing.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that there is reasonable evidence that suggests that this lead was unable to be successfully implanted due to product performance issues. The lead was successfully replaced. No adverse patient effects.